Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-1507, 1508, 1509. The pt has two leads, model 3146, implanted with the same lot number. It was reported the pt noticed redness and pain around his ipg site. His physician diagnosed the pt with herpes around the ipg pocket. The pt also reported he experiences uncomfortable abdominal stimulation. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.